Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated even with saline in the pump, the pump over delivered by 6ml in one month. The patient was referred to a neurosurgeon for pump replacement. In the interim, the patient was released from their care for medical non-compliance over a urine drug screening (uds). No further information was available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a consumer via manufacturer representative indicated the pump with saline inside went empty. The manufacturer representative believed the pump went dry due to therapy abandonment. The patient reportedly transferred to a different pain doctor that did not deal with pain pumps. The pump would be removed. No explant date was provided.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. The field allegation could not be verified. Conclusion code was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 25-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that on (B)(6) 2018 and (B)(6) 2018, the patient experienced volume discrepancies of about 6(ml) less than should have been in the reservoir in both occasions. The pump was read with 8840 (physician programmer). Saline was put in the pump to be monitored until next refill to see if the issue would continue. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.